Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not input values into the bolus menu to deliver a bolus. There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support for customer to upload pump data for review; however, no response was received from the customer.